Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22690, related manufacturer reference number: 1627487-2020-22695, related manufacturer reference number: 1627487-2020-22698, related manufacturer reference number: 1627487-2020-22699, related manufacturer reference number: 1627487-2020-22700. It was reported that patient underwent surgery wherein their leads and extensions were replaced with on (B)(6) 2020. Patient may have been experiencing ineffective therapy prior to surgery. Postoperatively, patient has effective therapy.